Event description:
A bone screw (internal implant) was in the process of being screwed into the bone by the orthopedic surgeon when the head of the screw broke off. Did not affect performance of screw. No patient harm.